Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment from reservoir while sleeping on (B)(6) 2024. The set was in use for one day. Insertion site was at abdomen and the pump is located on the left side in relation to the insertion site. No further information available.